Event description:
A customer reported that the system displayed an error message and shut down during a procedure. The patient experienced a total retinal detachment. Additional information was received from the surgeon indicating that while he was peeling a membrane in a diabetic with localized detachment, all the functions of the machine were suddenly lost. He exited the eye quickly and clamped the infusion line. When the infusion was restored, an examination of the retina revealed a large clot overlying a retinal tear as a consequence of the rapid inevitably unwitnessed withdrawal of the instrument.

Manufacturer narrative:
The company representative examined the system and could not reproduce the reported "red stop" system message. The event log was downloaded and returned for review. The company representative reseated the cables and replaced the supervisor assembly and host ethernet cable. The system was then tested and met product specifications. The root cause is unknown at this time. (B)(4).